Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced intermittent stimulation. The sjm rep met with the pt and noted that the pt's stimulation is auto-reducing. Diagnostic testing showed invalid impedances. X-rays were taken and a lead fracture was unable to be confirmed or ruled out. The pt will undergo surgical intervention at a later date as the next course of action.